Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to a dimpled pump. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well. The device stayed flat when pressing the bulb.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis confirmed there was a pump malfunction. The pump failed the 8lb. Activation test and therefore required more than 8lbs to activate. Product analysis concluded this would directly affect the overall functionality of the device and therefore is the most probable cause of the reported events. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to a dimpled pump. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well. The device stayed flat when pressing the bulb.